Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6) ) displaying a tcmid:05 (coolant diff failure) error message was confirmed based on the event log review but was not confirmed during the functional testing. The investigation determined that the root cause of the intermittent tcmid:05 error message was the failed lm34 a/b temperature sensor, likely attributed to a failed component. During a visual inspection of the thermogard console, unrelated to the reported complaint, noticed a cracked handle, the white rollers were worn, and the cold well cap and drip tray gaskets are yellow. The probable cause could be due to the normal wear and tear or could be mishandling, as no record of preventive maintenance (pm) performed on the console for the last four years. The damaged and worn-out parts were replaced to address the observed issues. The event log review indicated five tcmid:05 errors on and around the reported event date, thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the event log showed four tcmid:08 (coolant temp low) errors around the reported event date. The thermogard xp ivtm system passed the preliminary functional testing without any issues. The customer reported tcmid:05, and the observed tcmid:08 in the event log was not reproduced during the functional testing. However, further testing of the thermogard console revealed a possibly degraded lm34 a/b temperature sensor as the root cause for the intermittent tcmid:05 and tcmid:08 errors. The lm34 a/b temperature sensor was replaced to remedy the faults. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message. Another thermogard console was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.